Event description:
On (B)(6) 2011, pt reported that she experienced hyperglycemia of up to 402 mg/dl due to leaky infusion sets. This occurred with 3 infusion sets and she discontinued infusion device therapy as a result. Infusion sites are located on front of abdomen and pt practices site rotation. Pt reported, the infusion set adhesive becomes wet after 1 day of use. Target blood glucose is below 140 mg/dl, and pt delivered an insulin injection to treat hyperglycemia. Alleged infusion set was discarded and will not be returned for evaluation. Pt was sent a different type of infusion set as replacement. The pt did not require treatment from a health care professional or second party to address the issue. Additional attempts to follow-up with pt were unsuccessful.

Manufacturer narrative:
No product will be returned for evaluation.